Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate erratic readings on the patient's one touch ultramini meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The following is based on the initial call. The patient mentioned that the alleged issue with the meter began approximately 3 months ago where she first noticed the alleged high readings. Approximately 1 month after the alleged high readings began, on an unspecified date and time the patient had tested her blood glucose and obtained a 220 mmol/l,205 mmol/l and a 180 mmol/l. Readings were taken less than 20 minutes from one another. At an unspecified time after testing, she developed symptoms of vomiting and was sweating. The patient received medical treatment from a home health nurse; however, the patient was unable/unwilling to verify the medical treatment. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged erratic readings, she later developed symptoms suggestive of a serious injury and had to receive medical attention.

Manufacturer narrative:
Follow-up # 1 (06/13/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.